Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t7. During the procedure, the bone biopsy needle was used bilaterally at the t7 level. According to the report, the biopsy on the first side was performed with no problems and the surgeon proceeded with the bkp. A bone biopsy was taken on the other side when the event occurred and the aorta was allegedly perforated. According to the report, images showed that the biopsy needle at t7 was guided too far anterior during biopsy. Fluoroscopy was used during the procedure but no puncture of the aorta was detected on fluoro. Intra-operatively, it was reported that the procedure went smoothly. There was no indication of any device malfunction during the case. The patient reportedly died one day post-op due to an apparent aorta puncture at t7. No further information could be obtained.